Event description:
It was reported that the patient presented to the hospital after receiving a remote transmission alert for low hv lead impedance. During testing, an alert for a possible hv lead issue was observed. Upon explant, lead damage consistent with friction to ICD can was observed. Lead was capped. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 16.7cm was returned for analysis. External insulation abrasion was noted at 14.7-14.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.